Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed bloody skin breakdown on back under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's nurse provided wound care for the skin irritation. Outcome of skin irritation is unknown. It was reported that the patient passed away after ending use. There is no indication that the lifevest caused or contributed to the patient's passing.